Event description:
It was originally reported on (B)(6) 2013 that the patient saw a manufacturer representative and ¿some tests¿ were done because the patient was having ¿problems¿ and the device was ¿not working like it should be.¿ the patient was shown how to switch programs and she ¿bumped number 4 until about 6.0 volts¿ but still had ¿a lot¿ of accidents. The patient had turned it up high enough to the point that it was uncomfortable and neither program 2 or 4 seemed to help. The patient started having a return of symptoms the month prior to the report and had no falls or traumas. The patient stated that programs 1 and 3 ¿go to her legs and toes and she did not like that, but if it will treat the symptoms than it will be ok so she thought maybe the device was not working.¿ the patient did not feel stimulation when amplitude was ¿very low¿ and only felt it when it was ¿up high.¿ about a month later it was reported that the cause of the event was unknown. The issue was attributed to lead dislodgement or migration. Surgical intervention had not been scheduled, but was likely. An x-ray showed stable ¿appearance¿ of the leads and reprogramming was unsuccessful. The associated signs and symptoms were a recurrence of urgency and urge incontinence. Hospitalization was not required and the patient outcome was noted as no injury. Two days later it was reported that the lead looked like it had ¿shifted upward¿ compared to the post op film following implant. There were no abnormal impedances. The patient was seeing symptoms improvement, but the sensation in her toes and feet was uncomfortable. The health care provider (hcp) was going to discuss a lead revision with the patient. Two weeks later it was reported that it was unknown if a lead revision had occurred or was even scheduled.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v864450, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information was received which reported that the patient was doing okay ¿for now¿ and had decided not to have the lead revised at this time. No further information was reported.